Event description:
The customer called and stated that the insulin pump buttons were not responding. Also, the customer said that he had to call the paramedics because of low blood glucose. The paramedics treated him at home. The blood glucose reading at the time of the event was 36 mg/dl. Prior to the event, he was experiencing low blood glucose throughout the day. The current blood glucose reading is 137 mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device was received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted. The unit was also received with scratched screen, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.